Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection has been performed on the returned sensor patch and no issues were observed. There were no issues observed with the adhesive. Therefore, this issue is not confirmed. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer experienced an allergic reaction with symptoms described as redness, itching and "fluid" at the adc device insertion site. The customer self-treated with unspecified cortisone ointment that they had at home. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer experienced an allergic reaction with symptoms described as redness, itching and "fluid" at the adc device insertion site. The customer self-treated with unspecified cortisone ointment that they had at home. There was no report of death or permanent impairment associated with this event.